Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 0.1 miu/ml with a data flag and was reported outside the laboratory. The tech tested the sample on their other cobas e601 analyzer and result was 4840 miu/ml. The sample was then retested on the original cobas e601 analyzer and the result was 5045 miu/ml. The repeat result from the other cobas e601 analyzer was believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative could not determine a cause. He checked all mechanisms of the e601 and ran performance testing. All checks and test values were within specifications. The customer ran controls and all values were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation of the samples and the customer was not always using the recommended sample rack adapters. The provided calibration and qc data as well as the instrument performance data was reviewed and there was no indication of a reagent or analyzer issue.